Event description:
It was reported that the patient experienced an unknown issue with an advance male sling system. An artificial urinary sphincter(aus) device was implanted to complete this procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.